Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq3188 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility nurse "I have been given a snapped PICC line from the community nurses. I am unaware of the care this line received." No other information was provided.